Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe emotional distress, inability to engage in normal activities, hives, shortness of breath, rashes, wheezing, great despair, loss of earnings and earning capacity, and loss of enjoyment.